Event description:
It was reported that during a procedure, after blockenbrough on imaging and setting of the lasso and the ez steer thermocool catheters, mapping on the carto system was performed. Right before performing ablation, the pt's blood pressure suddenly decreased. A mild cardiac tamponade was found, and cardiac drainage was performed. No complications were encountered while mapping. The pt was in stable condition and condition has improved. Prognosis was satisfactory. The physician could not identify the specific cause of the event. The event was thought to be procedure related.

Manufacturer narrative:
Product was discarded by the facility/ not returned for investigation. (B) (4)